Event description:
It was reported that the patient presented to the emergency room with a right ventricular (rv) lead that was confirmed, via chest x-ray (cxr), to be dislodged. The lead was explanted and replaced. The physician opted to use a longer lead to allow for more slack. The patient was stable throughout.

Manufacturer narrative:
A full lead was returned in one piece for analysis. Visual inspection, specification measurement and electrical testing were normal with no anomalies found.